Event description:
It was reported "suspected severe permanent kink". Additional information states that the catheter was removed and replaced. The sec ond catheter was inserted into the same insertion site. No patient injury or consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "suspected severe permanent kink" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "suspected severe permanent kink". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence.